Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin passed leak test. All buttons functioning properly no damage on the keypad assembly and the j1 connector on the printed circuit board assembly was not unlocked during our visual inspection. The insulin pump was monitored and no screen turning red or bright light in the back ground. No frozen screen noted. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump had a frozen display screen which had a red light and was vibrating. Display screen then looked gray and dim. It was also reported that the buttons were not responding. Customer's blood glucose was unknown. After battery was changed, buttons became responsive. After troubleshooting, caller was advised that insulin pump would need to be replaced.